Event description:
The us complainant had a cp support in (B)(6) 2024 for just over 5 hours when the pump was explanted and patient survived the percutaneous coronary intervention with the cp support. The pump/patient were in the abiomed's long-term outcome and quality indicator (loqi) impella registry database. The loqi in (B)(6) 2024 reported upon non-st myocardial infarction with an unknown relationship.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the myocardial infarction has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported issues myocardial infarction could not be determined. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrections to the initial MFR report: g1 MDR reporting contact email h6 clinical code 1721 changed to 1969.